Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display and was exposed to moisture. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported a blank display. Battery cap contacts and battery compartments and/or springs were not damaged. The display did not return after inserting a new battery. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing white screen. After multiple attempts to download, the flashing white screen persisted. Unable to download history files and traces using thump software due to flashing white screen. Unable to perform sleep current measurement, active current measurement and self test due to display anomaly. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. During deconstructive analysis, it was determined that the ingress of water lead to the corroding of electronic assembly. Unit was also received with scratched case and cracked keypad overlay at select button. In conclusion, the unit received an unexpected flashing white screen due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.